Manufacturer narrative:
The investigational analysis has been completed. Investigation summary: the device was inspected and reddish material was observed inside the pebax, no internal parts were observed. Then, an electrical test was performed on the catheter and it was found within specifications. No electrical malfunction was observed. Additionally, the catheter was tested on the generator and the temperature and impedance values were observed within specifications. Then, a cool flow pump test was performed and it was found within specifications. The catheter was irrigating correctly and no irrigation issues were observed. Additionally, a scanning electron microscope (sem) testing was performed on the pebax area and the results showed a lack of pu on the electrode border. Stress marks and a hole were observed on the pebax surface. It is possible that damages were caused by an unknown object. No other anomalies were observed. A manufacturing record evaluation was performed and no internal action related to the reported complaint were identified. The customer complaint cannot be confirmed. The root cause of the damage on pebax and the lack of pu on the electrode border cannot be related to the manufacture process since there is evidence that the device was manufactured in accordance with documented specification and procedures. It could be related to the handling of the device during the procedure. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a paroxysmal atrial fibrillation (afib) procedure with a thermocool® smart touch¿ bi-directional navigation catheter and the biosense webster, inc. Product analysis noted that there was a lack of polyurethane (pu) on the electrode border and a hole was observed on the pebax surface. Initially, it was reported that there was char on the thermocool® smart touch¿ bi-directional navigation catheter. The physician removed the thermocool® smart touch¿ bi-directional navigation catheter from the patient, flushed the catheter and inserted it back into the patient. There was no other issue that occurred for the remainder of the procedure. No patient consequence was reported. Additional information was received on january 24, 2019 regarding this issue. They had one temperature error. However, it occurred as the user removed the catheter out of the patient¿s body to check the catheter. Therefore, they stated that there were no errors because of a biosense webster, inc. Issue. The smart ablate generator (serial # (B)(4)) was set to power control mode at 43 degrees warning and 50 degrees cutoff. The noted temperature was 52 degrees, impedance 180ohms and power 50 watts. They used 0.9 saline. The patient has not exhibited any neurological symptoms since the procedure was completed. The smart ablate pump (serial #: (B)(4)), carto 3 system (serial #: (B)(4)), sterilmed reprocessed soundstar eco 8f-90 sms catheter (lot #: 2084336) were used in this procedure. The char issue was assessed as not reportable. Char is a physical phenomenon of radio frequency. It can be the normal result of the ablation process. The presence of char on the electrode does not represent a serious injury in itself nor is necessarily the result of device malfunction. Char can be seen in all ablation catheters. The biosense webster, inc. Product analysis lab received the device for analysis and discovered on february 6, 2019 that it had reddish material in the pebax sleeve. However, there were no internal parts exposed. The foreign material noted underneath the pebax with no damage to the pebax integrity was assessed as not reportable. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, was remote. During additional assessment on march 15, 2019 a scanning electron microscope (sem) was performed and figures 1-2 show a lack of pu on the electrode border. Stress marks and a hole were observed on the pebax surface. It is possible that damages were caused by an unknown object. No other anomalies were observed. The lack of the pu on the electrode border and the hole observed on the pebax surface were assessed as reportable issues. The awareness date of these reportable lab findings were march 15, 2019.